Event description:
It was reported that the screen on the external pulse generator was damaged. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the screen on the external pulse generator was damaged. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) is out of specification; lcd display is bleeding. Upper and lower cases are broken / contaminated. Ring cover is contaminated and two side bail covers are broken / contaminated. Battery contacts are compressed. The ring is bent. Lcd screw is out of specification (stripped). Battery drawer is broken.